Event description:
Entire probe shaft frosted during freeze portion of probe pre-test. Probe was disconnected and another was tested and used in its place.

Manufacturer narrative:
Actual device evaluated via simulated use testing, which confirmed the reported issue. Additional testing revealed that a failed vacuum sleeve was the cause of the shaft frosting.